Event description:
It was reported that this implantable pacemaker could not be interrogated due to possible low battery as the device was implanted for about 10 years. The patient showed up in the emergency room with a heart rate of 27 beats per minute. The field representative was still not able to interrogate the device and got a red screen for voltage too low for projected remaining capacity in storage mode. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was filed to capture correction on h6: device codes.

Event description:
It was reported that this implantable pacemaker could not be interrogated due to possible low battery as the device was implanted for about 10 years. The patient showed up in the emergency room with a heart rate of 27 beats per minute. The field representative was still not able to interrogate the device and got a red screen for voltage too low for projected remaining capacity in storage mode. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was filed to capture correction on h6: device codes. Revision to fields f10 and h6 patient codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker could not be interrogated due to possible low battery as the device was implanted for about 10 years. The patient showed up in the emergency room with a heart rate of 27 beats per minute. The field representative was still not able to interrogate the device and got a red screen for voltage too low for projected remaining capacity in storage mode. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported.